Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt ECG "c" cable was pinched and the dome was unsoldered causing the ECG "c" to not be recognized. The electrode belt was unable to complete a falloff test. The root cause for damaged cable could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust blet messages.